Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013, due to loosening after a car accident. The tibial tray and tibial bearing were removed and replaced with a tibial tray, offset adaptor, femoral stem and tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."